Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated:1) medtronic product did not cause or contribute to the observed deaths or adverse events, and 2) the mean patient weight was 58 kg.

Manufacturer narrative:
Citation: zheng et al. Small cavity of left ventricle does not affect short-term outcome in patients with rheumatic mitral valve stenosis undergoing mitral valve replacement. Heart surg forum. 2021 jan 15;24(1):e031-e037. Doi: 10.1532/hsf.3335. Earliest date of publish used for date of event. Medtronic products referenced: hancock ii (PMA# p980043, product code dye), mosaic (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding short-term outcomes for patients with small cavity left ventricle (sclv) and rheumatic mitral valve stenosis undergoing mitral valve replacement. All data were collected from a single center from 2013 to 2018. The study population included 1,437 patients (predominantly female, mean age 54 years), 93 of which were implanted with a medtronic hancock ii (n=83) or mosaic (n=10) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, eight patients died within 30 days of surgery due to malignant arrhythmia or cardiac arrest (4), severe systemic infection (2), uncontrollable bleeding (1), and stroke (1). Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with any of the death(s). Among all patients, adverse events included: perioperative bleeding requiring blood transfusion, post-operative ventilation, post-operative reintubation, post-operative intensive care unit (ICU) time, stroke, atrial fibrillation, patient-prosthesis mismatch (ppm), hospitalization, and reoperation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.